Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection was performed with no issues noted. Leak, clear passage, clamp, and integrity of seal surface tests were performed, which the device passed. The internal diameter of the patient connector was measured and found to be outside of the specification range, confirming the reported problem. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap extend life transfer set with twist clamp would not connect well with a titanium adaptor (baxter product), leaving a gap at their junction. This occurred during patient use. No additional information is available.